Manufacturer narrative:
Visual inspection: the distal tip of the drill bit broke off. Also, the distal end of the drill bit was twisted. The distal tip was received with the device. The probable root causes for the reported failure involving these devices could be due to 1) excessive force applied by user to drill bit or 2) running drill in reverse the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke off while drilling bone; however, the tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke off while drilling bone; however, the tip was retrieved.